Manufacturer narrative:
The t:slim g4 user guide states: to activate the rf communication, you need to enter the unique transmitter ID into your pump. Once the transmitter ID has been entered into your pump, the two devices can be paired, allowing your sensor glucose readings to be displayed on your t:slim g4 pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer attempted to pair a g5 transmitter with a t:slim g4 pump. Reportedly, the customer is using the dexcom receiver to view blood glucose data. No additional patient or event information was available.